Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 53 mg/dl at the time of the incident. The customer was at 79 mg/dl at the time of the call. The customer stated that the pump is giving them basals even when they are low. The customer used juice to treat. The customer recalled insulin dripping or squirting from the end of the set before connecting at the site. The reservoir is returned for analysis.

Manufacturer narrative:
(B)(4). The device powered up properly after battery installation. The device received with operating currents within specifications. The device passed selftest, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. Unit passed dat test at 0.08730 inches. No over delivery anomalies noted. Program multiple basals and no basals were delivery during low bg alert. Unit received with minor scratches on lcd window.